Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that sales rep provided nurse with a 32d liner and a 36mm (06-3699/mkk05l) femoral head implant. Surgeon relocated the hip closed. Upon receipt of implant log lead rep noticed mismatch of product. Surgeon was made aware. Husband and wife (patient) notified immediately. Additional surgery was performed to replace mismatched femoral head. The surgeon had wanted to use a 36 liner but opted to revise to a 32 head (06-3200) to match the liner that was already implanted.

Manufacturer narrative:
Reported event: an event regarding a 32mm i.d. Acetabular liner and a 36mm acetabular femoral head were provided at the time of surgery was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: post-surgery review of implant log revealed the mismatch of the diameters. Additional surgery was performed to replace the femoral head to the correct size to correspond to the i.d. Of the acetabular liner. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that sales rep provided nurse with a 32d liner and a 36mm (06-3699/mkk05l) femoral head implant. Surgeon relocated the hip closed. Upon receipt of implant log lead rep noticed mismatch of product. Surgeon was made aware. Husband and wife (patient) notified immediately. Additional surgery was performed to replace mismatched femoral head. The surgeon had wanted to use a 36 liner but opted to revise to a 32 head (06-3200) to match the liner that was already implanted.